Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot is unknown. Visual inspection revealed that the inner needle was slightly bent and that the safety cover shielded the tip of the needle. Microscopic inspection revealed no defects. Testing included assembling the safety cover of the returned actual sample to a catheter retention sample and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. The hospital reported the lot number as 1511023 and it was determined that this lot number does not exist. After a review of the manufacturing records, a manufacturing record for lot number 151102s was found. It is deemed that the hospital incorrectly reported the last character of the lot number from an s to 3. Although the lot number is unknown, it is presumed the lot number of the device is 151102s, the device manufacture date is 11/01/2015 through 11/03/2015 and the expiration date is 10/31/2020 based on the information above. A review of the manufacturing and inspection records was conducted with no relevant findings for the presumed lot. A review of the device history record was conducted with no relevant findings for the presumed lot. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the nurse performed puncture and withdrew the inner needle; it was reported that the nurse placed the withdrawn needle temporarily in a tray (or on a table); afterwards, when cleaning and disposing the withdrawn needle, the nurse then incurred a needle stick without knowing the safety cover was not activated; it was reported that the hospital answered that they cannot disclose information on the presence or absence of infection to the patient and the nurse; and the condition of the nurse is unknown.